Event description:
A hysteroscopic uterine ablation was in progress when the wire loop section of a resectoscope cutting electrode broke off in the uterus. The fragment was easily retrieved with no patient problem being reported.